Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: unknown side "rupture."

Event description:
Physician reported an unknown side "rupture" and later confirmed "device completely broken (right side)." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, sharp broken on radius. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: sharp broken on radius assessed, as unidentified (tear) opening. Missing shell assessed, as inconclusive.

Event description:
Physician reported, an unknown side "rupture". And later confirmed, "device completely broken (right side)". The device has been explanted.